Event description:
Patient expressed that she was deriving very little pain relief from the pump, which could have been the result of some form of catheter disconnection. A catheter myelogram was performed on (B) (6) 2010 and the patient stayed in hospital overnight. The myelogram showed clear continuity of the catheter into the spine without any leakage around the catheter site. Patient recovered from event and was getting good pain relief from intrathecal pump.

Manufacturer narrative:
(B) (4).